Event description:
Full revision surgery occurred. The explanted devices were reported to have been discarded.

Event description:
It was reported that a vns patient¿s device was interrogated and found to have high impedance. The patient was referred for surgery. Follow-up from the company representative who attended the patient¿s next visit provided that systems diagnostics results showed high impedance. Additional relevant information has not been received to-date. No known surgery has occurred to-date.